Manufacturer narrative:
(B)(4). The device was not returned for analysis. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic perclose proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an ablation procedure. Reportedly, when the plunger was removed, a suture break occurred. The sutures of an additional proglide was successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the ablation procedure was completed. Hemostasis was achieved with the pre-placed sutures of the additional proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.